Event description:
New information received noted that programming changes were made to address undersensing.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the patient's implantable cardiac monitor (icm) exhibited loss of contact that caused undersensing. No programming changes were made. The patient was stable throughout.